Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor issues. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The sensor will not be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside the sensor base. Found no broken cannula during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.